Event description:
The manufacturer became aware of an allegation that an end user developed irritation (respiratory tract), inflammatory response (unspecified), asthma (new or worsening while using a rep dreamstation auto CPAP. No other clinical information or medical interventions were reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
Additional information was received on sep 19, 2024, and section h11 should be reported as: the manufacturer became aware of an allegation that an end user developed irritation (respiratory tract), inflammatory response (unspecified), asthma (new or worsening while using a rep dreamstation auto CPAP. No other clinical information or medical interventions were reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h updated in this report.